Event description:
A malfunction was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer in resetting it successfully. The customer was advised to continue using the pump and to call back if the malfunction code recurred, which the customer understood and acknowledged.